Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced bilateral capsular contracture (baker grade unknown), bilateral deflation, left sided implant site calcification, and psychiatric issues post procedures. The breasts were described as painful, stuck in place like they are attached to the chest wall, capsulized, and leaking. The patient has stated she suffers from post-traumatic stress disorder and it has caused her anxiety to increase due to fear of having a flattened chest. The left breast calcification was identified through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-09899 for contralateral prosthesis report.